Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (held the graft cover at the location of the strain relief during deployment instead of the front grip of the deployment handle). Conclusion: use error caused or contributed to event (held the graft cover at the location of the strain relief during deployment instead of the front grip of the deployment handle).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as straight forward anatomy. It was reported that during the deployment of the bifurcated stent graft the physician¿s glove caught in the strain relief, while his hand was placed on the front grip. The physician had an assistant to cut the tip of the glove off with scissors. The device continued to function and the graft cover was pulled back to the top of the ipsilateral limb. The contralateral stent graft was inserted and successfully deployed. When the physician attempted to complete the deployment of the ipsilateral limb of the bifurcated stent graft the blue handle would not rotate and the graft cover would not move. The physician attempted the bailout technique "screw gear disassembly" but the graft cover still could not be moved. Since the stent graft was partially deployed and the tip capture mechanism could be closed, the physician pulled with gentle traction and the device came free and was uncovered in the distal portion of the ipsilateral limb. The delivery system was removed. No damage to patient or to stent graft limb. The physician stated that the most likely cause of the difficulty in deploying the stent graft was due to a piece of glove in the screw gear. No clinical sequelae were reported and the patient is fine.